Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g., redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(4) 2019, that on (B)(6) 2018, the patient experienced a skin reaction. The sensor was inserted into the arm on (B)(6) 2019. The patient¿s mother reported that the insertion site on the patient¿s arm was hard, red, and painful to touch. The reaction was determined to be an infection. The patient¿s mother stated that she did not clean the site before inserting the sensor. On (B)(6) 2018 the patient was taken to a hospital where an IV containing antibiotics was administered. At the time of contact, it was indicated that the patient was back to normal. Labeling indicates: all patients can use their bellies (abdomen). Patients 2 to 17 years old can also choose their upper buttocks. Look for a place on your belly or upper buttocks where you have some padding. The sensor is not tested or approved for other sites. Talk to your hcp about the best site for you. No additional event or patient information is available.